Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. It was noted that pacing inhibition was observed. Programming changes were performed and then the lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.